Manufacturer narrative:
UDI: (B)(4). The lot number was unknown. The lot number was unknown; therefore, the expiration date, manufacturing site name and device manufacture date were unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by sales rep that during a rotator cuff repair procedure on (B)(6) 2022, while using an expressew iii autocapture + suture passer device, it was observed that the needle was not passing. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: the device manufacture date was reported as unknown on the initial report; and has been updated accordingly. Investigation summary ==> the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. The complaint device was received and evaluated. Upon visual inspection was found use wear on the device, the needle was found stuck into the shaft of the device. Finally, the jaws were found in good condition. The functional test cannot be performed due to the needle is broken and stuck into the shaft of the device; therefore, the deployment was not functional. A manufacturing record evaluation was performed for the finished device lot number: 64257, and no nonconformances were identified. According with the visual inspection result, this complaint can be confirmed. Since this a reusable device, for the condition of the broken needle and stuck has possibly occurred during the 3 procedures attempts after the customer experienced the first failure. The possible root cause for the needle stuck can be attributed when deploying the needle with the jaws open which can lead to a broken needle. A possible root cause for the condition reported of the needle deployment could be attributed to an improper maintenance during cleaning/ sterilization cycle would lead to bio-debris build up inside the expressew shaft causing wear of internal components leading to rough deployment issues. However, this cannot be conclusively determined. As per IFU, it is important to inspect the device prior to use to ensure proper mechanical function and do not use if product is damaged. Also, it is necessary to follow the instructions to cleaning and sterilization process and between uses, lubricate moving parts with the water-soluble lubricant. With the jaw closed, actuate the needle deployment lever once to confirm that the needle deploys and retracts in accordance with the manufacturer¿s instructions in accordance with the manufacturer¿s instructions. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d4: the lot number was reported as unknown on the initial report; and has been updated accordingly. UDI: (B)(4). D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.